Event description:
It was initially reported that the device had logged multiple fault codes. There was no patient use associated with the reported failure. Upon evaluation by physio-control, it was observed that the device would not charge and/or deliver energy.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and confirmed the reported failure; however, the reported failure was not duplicated.